Event description:
Manufacturing ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module was installed in a ventilator for simulated use testing. No alarms were generated and no other problems occurred during the test. The air gas module was working as expected. Evaluation of the received device log shows matching events on june 20, at 15:00, the internal leakage test failed during pre-use check. The reported problem could not be reproduced, therefore the cause has not been established in this investigation. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturing ref. #: (B)(4).